Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted implant due to lead conductor fracture and insulation damage. The lead was removed and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The product analysis did not confirm that the lead had insulation damage and a lead fracture. An induced damage was only noted on the returned lead segments. Visual investigation noted the lead was severed several millimeters from the terminal pin, a stylet was returned which inserted in the tip segment of the lead, a deformity of the conductor coils was noted several millimeters from the terminal pin and all conductor ends appeared to have been cut. In conclusion, the lead was clinically out of specifications due to induced damage in the field.